Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered a pump stop during impella cp support. During support, there was a sudden pump stop due to high motor current. The pump was replaced with a new impella cp to resolve the issue. The old pump was discarded. No patient harm was reported.

Manufacturer narrative:
Complaint coding was updated to better describe the reported event. Consequently, h6 health effect: clinical/impact and medical device problem coding were repopulated/updated, corrected accordingly. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Temporary pump stop: at approximately 11 days of support, a sudden pump stop was reported due to high motor current. The pump was restarted, but with saturated flow and mc out of range. Data log review shows a motor current high pump stop about 1 minute after a motor current spike and shift up in motor current. Purge pressure was trending downward near 300-400 mmhg with purge flow reaching 30 ml/hr and then pp began rising shortly before the motor current spike. The cause of the pump stop was not determined since data logs are inconclusive without returned product. High or saturated pump flow: at approximately 11 days of support, a sudden pump stop was reported due to high motor current. The pump was restarted, but with saturated flow and motor current out of range. Data log review shows a motor current spike, shift up in motor current, and saturated flow followed by a pump stop about 1 minute later. Purge pressure was trending downward near 300-400 mmhg with purge flow reaching 30 ml/hr and then pp began rising shortly before the mc spike. The cause of the saturated flow was not determined since data logs are inconclusive without returned product. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.